Event description:
It was reported a dissection has occurred. The 100% stenosed de novo target lesion was located in the proximal portion of the non-calcified and non-tortuous left anterior descending (lad) artery. Following predilitation, the physician deployed a 3.5 x 16 promus elite drug-eluting stent at 11 atmospheres. Following stent deployment, post dilatation was performed with a 3.5 x 10 non-compliant balloon and a proximal edge dissection was noted. Another promus elite drug-eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.